Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a vitrectomy probe would not work before a procedure. Another probe was opened, but the same problem occurred. The system was exchanged and the surgery was completed. There was no pt harm.